Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)?: no further information is available. Was the needle piece(s) retrieved during the same procedure?: no further information is available. Was there any additional tissue damage as a result of searching for the needle piece?: no further information is available. What is current condition of the patient?: no further information is available. What was the size of the needle used?: 16mm. Was more than half the needle retained in the patient?: no further information is available. Lot number?: no further information is available. Procedure name and date?: no further information is available. Event date?: no further information is available. Device return status/follow up?: we regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use on the patient the needle broke at the tip. There were no patient consequences reported. Additional information was requested.